Manufacturer narrative:
.

Event description:
Per the audiologist, the pt's progress with the implant system has been slow. Although the pt has abnormal cochlear anatomy, a CT scan in 2006, confirmed intracochlear placement of the electrode array. The results of an integrity test were consistent with normal receiver/stimulator function. Reprogramming was recommended. The surgeon and pt's family elected to have the device explanted and a new device implanted in 2007.